Event description:
Evaluation summary: the distal tip was deformed. Initial mandrel movement failed due to a blockage in the inner lumen. The blockage could not be removed, however, is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. The hypotube was kinked 64.5cm and 79cm distal to the strain relief. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 1st distal segment has a raised strut, the 12th, 13th, 14th and 15th proximal segments were misaligned with raised struts.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation) related to operational context (device inspected before use with no issues noted - damage most likely occurred during attempted use of device) evaluation codes, conclusions operational context contributed to event (device inspected before use with no issues noted - damage most likely occurred during attempted use of device) inherent risk of procedure (stent deformation) unable to confirm complaint (investigation in progress) (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use an endeavor resolute rx drug eluting stent to treat a lesion. The device was prepped prior to use with no issues noted. The lesion was pre-dilated. During the procedure, prior to reaching the target lesion, it was noted that the tip of the stent was damaged. The physician used a different device to complete the procedure. No patient complications were reported. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).